Event description:
Customer's mother reported the hospitalization due to high blood glucose. Caller stated that the blood glucose reading was in the 300-400 range; the infusion set and reservoir were changed. Customer's blood glucose began to decrease, but the customer started vomiting. Arrived to the hospital, the blood glucose readings began to rise and customer broke into hives. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.